Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had intermittent stimulation. It was noted that the patient ¿felt from the stairs.¿ it was noted that an out-of-regulation message appeared on the patient programmer. It was noted that the patient had good paresthesia in the leg and the lead had not moved. Additional information received reported that the physician did reprogramming and the problem seemed to be solved.

Manufacturer narrative:
(B)(4).